Event description:
The customer reported a few drops of liquid were leaking from the probe in the act diff 2 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event

Manufacturer narrative:
Onsite service was not dispatched for this event. The customer technical support specialist (cts) assisted the customer via telephone in cleaning the probe wipe and the closed sampling area. This procedure resolved the leakage from the probe. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to carryover or contamination. (B)(4).